Event description:
It was reported that the 6800 system had a physicist discrepancy. The beam exceeds the visible image by 4.1 % of 17 inch in normal magnification mode. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was found half the size smaller. The left monitor was calibrated. The collimator and camera were aligned during the service call. The system was tested and found to be working as intended and placed back into service.